Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note 1: manufacturer contacted customer in a follow-up call on 24-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still experiencing the symptoms but that it has been ongoing for a few weeks. Customer has an upcoming routine scheduled doctor appointment. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 25-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated the symptoms are still the same. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in a follow-up call on 28-apr-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Note 4: manufacturer contacted customer in a follow-up call on 01-may-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 92, 73, 87 and 80 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-134 mg/dl and expected pm fasting blood glucose test result is 146 mg/dl. The customer reported experiencing symptoms of frequent urination, feeling hungry and numbness in his feet. Customer stated that these symptoms started a couple of weeks ago and that the doctor is not aware. Medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer am fasting and produced test result of 91 mg/dl using true metrix meter. The product is stored according to specification in a closet. The test strip lot manufacturer¿s expiration date is 07/15/2026 and test strips were opened the day prior to the call. The meter memory was reviewed for previous test result history: result 1: 92 mg/dl, date: on (B)(6) 2025, time: 11:06 am fasting , result 2: 73 mg/dl , date: on (B)(6) 2025, time: 1:24 am fasting, result 3: 87 mg/dl , date: on (B)(6) 2025, time: 5:23 pm fasting , result 4: 80 mg/dl , date: on (B)(6) 2025, time: 4:47 pm fasting , result 5: 138 mg/dl , date: on (B)(6) 2025, time: 3:02 pm fasting.